Event description:
It was reported that during a vena cava filter placement procedure, premature deployment of the greenfield 12fr ss otw vena cava filter occurred. A pre-placement vena cavogram was not performed prior to filter placement. The physician inserted the guide wire and the sheath/dilator via the left femoral access site. The dilator was removed, and the introducer catheter was inserted. The delivery system including the guidewire had been engaged at the target region. There was no difficulty with the insertion of the carrier into the pt's anatomy; however, while the physician was advancing the filter system (the introducer catheter and the filter carrier), the delivery system slipped out from the target area in the inferior vena cava (ivc). The guide wire had slipped significantly from the target area. When the physician attempted to advance the system, the filter prematurely and fully deployed at the bifurcation of the ivc and the iliac. The physician hadn't retracted/unlocked the handle. When the physician attempted to advance the guidewire to the previous position, it may have pushed the filter. Another filter was deployed in the ivc and the procedure was completed. The physician feels that the pt is adequately protected following placement of the second filter. No pt injuries or complications were reported. Pt status is reported as "no problem/good."

Manufacturer narrative:
The complainant indicated that the filter remains implanted and the delivery device will not be returned for eval. Questions were sent in an effort to obtain add'l info and the responses rec'd indicate that the guidewire was retracted past the filter and when advancing the guidewire again, it pushed the filter out of the capsule. From the info rec'd, it is not known if the device was used in accordance with the labeling or whether the use caused or contributed to the event. The device history record (DHR) for this lot number has been reviewed. No issues or discrepancies were found which could relate to this complaint. The DHR review confirms that this device met all material, assembly, and performance specs. The most probable root cause of the premature deployment of the filter is handling damage. This is due to the probability that the guidewire may have pushed out the filter.